Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a crack in the microbore winged female luer. A leak was observed from the crack during pressure testing at 8psi. Therefore, the reported condition of a cracked female end was confirmed. An assignable root cause could not be determined. A batch review could not be performed as the lot number provided by the customer was incorrect.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) a high flow rate extension set in which the female end of the tubing was noted to be cracked down the side. The alleged defect was detected during infusion of pentobarb on a patient. Pentobarb was observed leaking from this area; therefore, the patient did not receive the medication intended for seizure control. There were no reports of patient injury or adverse events. No additional information is available.